Event description:
It was reported that the user experienced a low blood glucose event and shut down the ilet pump, then contacted support for assistance with restarting; the agent advised placing the pump on the charger and completed troubleshooting education. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment and user education on device operation. Investigation included telephone-based troubleshooting and user counseling. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.